Manufacturer narrative:
E1. Address: (B)(6). The device was returned to olympus for evaluation. Testing and inspection of the device found that liquid had entered the equipment resulting in corrosion. In addition, a faulty printed circuit board was noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported that the video system center communication could not be established between processor and complete video interface. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the allegation of the communication problem was confirmed due to a faulty circuit board. A reportable malfunction of invasion of the device inside of foreign matter was also identified during the device evaluation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined.   Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was provided by the customer. The customer reported to olympus that during preparation for a diagnostic, unspecified procedure, the video system center, communication cannot be established between processor and cv interface converter. The intended procedure was completed with another cv-190/video system center and clv-190/xenon light source without delay. There were no reports of patient harm associated with this event.